Manufacturer narrative:
Method: no product was returned for evaluation and investigation. A device history record was conducted, and all manufacturing operations were found to be within specification. Results: risk management will not release pump for evaluation. Will be advised by facility if sample becomes available. If additional information pertinent to this complaint or the sample is received, I-flow will submit a follow-up report.

Event description:
(Drug/diluent: marcaine 0.5%). (Procedure: c-section). (Cathplace: one on the muscle, one on the fascia). Patient developed tachycardia. Patient was set up on pump after c-section. A bolus of 5ml marcaine 0.5% was given while still in operating room. Patient taken to recovery at 1415. Sometime thereafter, the clamp was opened. Around 1528 patient developed tachycardia. Adenosine was administered and pump was discontinued. Patient admitted to telemetry. Follow-up on day 2 and 3 found the patient doing well and transferred back to l&d floor. As of (B)(6) 2011, risk management will not release pump for evaluation. Will be advised by facility if sample becomes available. Date of event: (B)(6) 2011.